Event description:
Electrodes were placed on the patient's left shoulder and leads inserted into the electrodes with the unit unplugged and power off. After checking that the power was off and intensity knobs all turned completely off, I plugged unit in and turned power on. Patient reported feeling a shock in her left shoulder. The unit was powered off and removed from the patient and the skin was inspected. No adverse skin changes noted and patient reported no further sensation and/or pain in the left shoulder outside of what is normally there. Physical therapist retrieved a different unit and proceeded with electrical stimulation with moist heat for 15 minutes. Patient reported her left shoulder feeling better after the treatment was concluded.